Event description:
A medtronic representative reported that contrary to the initial report, the issue occurred during a tumor resection surgery. After the imri scanning, they turned off the camera power and the surgeon used navigation to complete the cranial surgery. The surgery was not delayed due to prompt troubleshooting. There was no impact to the outcome of the patient.

Manufacturer narrative:
Patient information was unavailable due to hospital security.a medtronic representative reported additional event details. Updated patient code provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts or files have been returned to the manufacturer for analysis.

Event description:
A medtronic representative reported that after replacing the serial power relay pn the system, the camera shuts down during the imri scan but does not power on again afterwards. The camera status is red (unable to track). When the tool cart is switched off and on again, the camera powers on. No patient was present during the reported event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. The computer was replaced and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional with the replaced computer. The computer has not been received by the manufacturer for analysis.